Event description:
The patient stated that the device was replaced about 2.5 years ago and the doctor told the patient that the device was "defective". Follow up information was received and indicated that there was nothing wrong with the device but that it was replaced due to the patient's weight loss. As a result the device had migrated quite a bit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.